Manufacturer narrative:
Part number # 118-80 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the cuff deflated during patient use and resulted in short term patient desaturation. The caller reported that visual inspection revealed slit in the cuff. The caller reported that extubation and reintubation of a replacement tube was required. The tube was replaced w/o incident.